Event description:
Medtronic received the following journal article which is summarized as follows: "preoperative thrombus volume predicts sac regression after endovascular aneurysm repair" (j.endovasc. Ther. 2009;16:380-388). This journal article reported 100 pts who underwent endovascular aneurysm repair (evar) using aneurx stent grafts (n=41) and devices from 2 other mfrs. The article reported a total of 37 pts with endoleaks, although the type of endoleak was not specified, according to the degree of intra-saccular thrombus (the percentage of the aortic lumen occupied by clot). Specifically, endoleaks were reported in 17 pts with severe intra-saccular thrombus, in 12 pts with moderate thrombus, and in 8 pts with minimum or no thrombus. Secondary intervention was performed in 2 pts with severe thrombus, in 2 pts with moderate thrombus, and 4 pts with minimum or no thrombus.

Manufacturer narrative:
Eval codes, results: endoleak. Type ii endoleaks . Conclusions: identity of which device with which event were not provided.